Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump exhibited constant pressure messages. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. During analysis, no issues were found with the device alarming "high pressure". The device was tested 3 times all 3-test passed within our internal specification, however, the downstream sensor will be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.